Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during pulmonary vein isolation procedure a farawave 2.0 pfa was selected for use. While advancing the farawave through the faradrive and attempting to position it in the left superior pulmonary vein (lspv) with the guidewire leading, the guidewire became immobile. The location where it became stuck was not near the pulmonary vein, but rather within the free space of the left atrium. Thus, a new guidewire was used. Activated clotting time (act) was over 400 second. No patient complications were reported.